Event description:
Patient reported that the adhesive pad from the v-go she had on yesterday became loose and fell off last night. Patient stated she sweats a lot and did allow the alcohol to dry prior to applying the v-go.